Event description:
Customer reported the insulin pump went into threshold suspend and customer's blood glucose was at 148 mg/dl. Threshold suspend was set at 85 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.